Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes d.9:device eval by manufacturer? Yes d9: returned to manufacturer on: 2023-november -15th h.6 investigation summary bd received 5 samples and 5 photos for investigation. The photos were reviewed and the indicated failure mode for oil gel globules and poor plasma was observed. Additionally, the customer samples along with retention samples from bd inventory, were evaluated by visual examination and the issue of oil gel globules and poor plasma was observed in customer samples. 100 retained samples from each lot number provided were visually inspected, and no gel or additive defects related to oil gel globules or poor plasma defect was found. Complaints for sample quality are under statistical control for the month of june, 2023. At this time, further testing is not indicated. The bhr review was satisfactory per internal procedures. This complaint has been confirmed for the indicated failure mode oil gel globules and poor plasma. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
It was reported that while using the bd vacutainer® lh pst¿ ii plus blood collection tubes that there was oil gel globules and air bubbles in gel. The following information was provided by the initial reporter: frequent bubble problems on tubes.

Manufacturer narrative:
D4. Medical device lot #: unknown. D4. Medical device expiration date: unknown. H4. Device manufacture date: unknown. D4. Medical device lot #: 3058691, d4. Medical device expiration date: 2023-02-27, h4. Device manufacture date: 2023-02-27. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the bd vacutainer® lh pst¿ ii plus blood collection tubes that there was oil gel globules. The following information was provided by the initial reporter: frequent bubble problems on tubes.

Event description:
It was reported that while using the bd vacutainer® lh pst¿ ii plus blood collection tubes that there was oil gel globules and air bubbles in gel. The following information was provided by the initial reporter: frequent bubble problems on tubes.

Manufacturer narrative:
The following fields were updated due to additional information: b5. Air bubbles in gel was added. D4. Medical device lot #: 2227699. D4. Medical device expiration date: 2024-02-29. H4. Device manufacture date: 2022-08-15.